Event description:
The user facility reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, it was confirmed that the coating of g-260-2545a had peeled off. It was reported that tjf scope was used during the case. No model number information was available. As of 16:00 on april 23, 2025, there is no information on whether the coating peeled off outside or inside the patient's body. The device was replaced with another one of the same type, and the procedure was completed. Patient was not harmed. The procedure was not delayed. The procedure was completed successfully, however there is the possibility of residues in the body. The patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - since the lot number was unknown, the investigation could not be performed. - in the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections d4, d9, h3, h4 and to provide the completed investigation results. The actual device has been returned for evaluation. Since it was unknown whether the actual device was contaminated by infectious agents, it was not possible to open the package to confirm the condition of actual device. Visual inspection of the actual device from the outside of package. - the actual device had been stored in a holder tube. - no anomaly was found in the distal end. - the outer layer had been peeled off at approximately 59mm - 70mm from the distal end. - no anomaly was found in other sections that were able to confirm. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing record and shipping inspection record. Since it was unknown whether the actual device was contaminated by infectious agents, a detailed investigation could not be performed and it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.